Event description:
During a ptca treatment procedure, the quantum maverick monorail 15/2.5 mm balloon was not able to maintain nominal pressure on the initial inflation. The lesion being treated was located in the mid left anterior descending (lad) coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'